Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as a rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed zyrtec and a topical ointment for the rash. Follow up indicated that the rash improved